Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a large suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was examined and identified to have mechanical damage located at the mid-section of the blade. Both blade edge(s) exhibited indentation(s) and burr formation. The observed blade indentation(s) did contribute to the manual articulation of inputs failure. The blades were unable to be closed. The cutting edge(s) did not exhibit evidence of corrosion that would contribute to the observed blade damage or cutting performance. These findings are consistent with mechanical damage to the blade edge. Mechanical indentations and/or burrs on blade edges are commonly associated with use-related damage. This type of damage may occur when the instrument is used to cut materials outside of intended use (e.g., hard structures such as bone or cartilage) or due to improper handling or misuse. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, a large suturecut needle driver instrument had malfunctioned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were issues related to non-intuitive or uncontrolled motion. The instrument did not operate as intended. There was no additional information regarding the nature of the instrument failure.